Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a call service alarm when performing the rewind/load step. It was noted that the pump was rebooted but was not able to perform the prime step without a recurring call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: a review of the black box showed the event date of (B)(6) 2014 was overwritten due to continued use of the pump. The available black box data and pump history showed no evidence of any call service 064 alarms. Ezprime and 24 hr duration tests were successfully completed with no call service alarms. The pump cover was removed to find no evidence of internal moisture. No intermittent conditions were found on the motor circuit. The complaint was unable to be duplicated due to the pump information for the complaint date being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).